Event description:
Complainant alleged that while attempting to defibrillate a 62 year old female pt, the device displayed a "defib fault 72" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.